Event description:
High impedance atrial lead impedance audible alert and remote care alert on (B)(6) 2021 for impedance >3,000 ohms. Atrial loc, no capture at 5.0v@) 1.0ms. Reprogrammed lead turned off. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).